Event description:
Reporter alleged obtaining a patient result of 240 mg/dl on inform system 2 compared to a result of 578 mg/dl on inform system 1 when testing was performed back to back within 8 minutes apart. Reporter indicating ordering a lab measurement to be performed however,was not sure of what, if any, treatment was provided to the patient. No other actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(4) for the suspect device in the inform system 1.